Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of (B)(6) 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Manufacturer narrative:
One used sample was received with product packaging. Visual inspection revealed that the sample was in generally clean condition. The inflation tube was received partially pulled away at the insertion skive. The endotracheal tube skive penetrated the wall of the endotracheal tube, which allowed an unsealed hole. The tubing was submerged in water and air blown through via the vent connector. Air bubbles were observed from the skive hole. The cuff was inflated, and no leakage was observed from the cuff, inflation line, or inflation pillow. The reported event was confirmed following sample evaluation. The manufacturing process was reviewed, and no definitive root cause could be determined. The device history record for um6153xxx was reviewed and the product was produced according to product specifications. All information reasonably known as of 14 aug 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 13 jun 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that the endotracheal tube developed a leak during use. A hole was found in the tube wall near the cuff inflation port. This leak caused the cuff to deflate. Per additional information received on 12 jun 2017, the patient required re-intubation. There was no injury to the patient, and the patient's status is currently reported as fine. No further information has been provided at this time.